Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A ophthalmic surgeon reported the cutter didn't actuate during surgery. The problem was resolved after replacing the product with another one. The surgery was completed with no impact to the pt.